Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing episodes were observed. Review of the egms found right ventricular (rv) lead noise and damage was suspected. Due to the patient's current condition, the ICD was inactivated to resolve the event. The patient was stable with no adverse consequences.